Event description:
It was reported the patient presented to follow up appointment with complaints of chest pain. A device check was performed and noted low impedance and high thresholds. An echocardiogram was performed which showed a pericardial effusion. A perforation was also reported. It was further reported that during the initial implant of the lead, the physician repositioned the lead multiple times in order to obtain adequate r wave amplitudes. The lead was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).